Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported the pump software did not suspend insulin delivery. Customer's blood glucose ranged 60-63 mg/dl. Reportedly, customer continued to use pump for insulin therapy.